Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that there was a connector break on a tracheostomy tube. During cleaning, the swivel connectors broke after three to four uses. A new tracheostomy tube was placed as a result. The patient experienced no adverse health outcomes. See MFR: 3012307300-2016-00054.

Manufacturer narrative:
One customized 5.0mm flextend¿ hyperflex¿ tracheostomy tube was returned for investigation. Visual inspection of the returned device connector found that the connector was intact and still attached to the device. No cracks, rips, tears, or breakage was observed on the connector or the silicone surrounding it. Visual inspection of the neck flange eyelets found that both device eyelets were starting to split; however, the eyelets were not completely torn through. During functional testing, both eyelets were pull tested and both eyelets met manufacturing specification. It was reported that the velcro neck ties were used to secure the device during patient use. The device instructions for use states, "guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product." Investigation determined the root cause of the eyelet flange split was due to the use of the device in a manner which was inconsistent from the device instructions for use.